Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy procedure, the device was not able to be fired. A mark of over adaptation showed on the display screen of device was received, so it was considered that there was a possibility of usage out of adaptation range. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.